Event description:
The customer reported the generation of erroneous high sodium (na) and chloride (cl) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data from one (1) patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and identified the failure mode as the defective buffer valve, sample syringe and use error due to using electrodes over recommended time. The fse replaced the sodium, potassium, and cl electrode, replaced the buffer valve and sample syringe to resolve the issue. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).